Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue did not resolve. Revision surgery will be scheduled.

Manufacturer narrative:
During surgery, ossification was noted in the cochlea which prevented the removal of the electrode. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed an electrical test performed. The device failed the residual gas analysis test. The photographic imaging inspection revealed possible shorted wire bonds at the analog chip. The internal visual inspection revealed that the kapton disk was detached from the bottom cover. The failure of this device is attributed to shorted wire bonds at the analog chip, which prevented the device from achieving lock. This is believed to have been caused by the detachment of the kapton disk from the bottom cover, which disturbed the wire bonds. Advanced bionics will continue to monitor for failure modes of this type, and will implement corrective action if necessary. In addition, this device had moisture that exceeded the residual gas analysis test. Based on an assessment of the residual gas analysis data, the dye penetrant and the helium leak test results, it is believed that this device was non-hermetic, and that the root cause of excessive moisture was a leak through the feedthru seals. A corrective action was implemented. This is the final report.

Event description:
The recipient reportedly experienced pain followed by a loss of lock.

Manufacturer narrative:
Programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. During surgery, ossification was noted in the cochlea. The recipient was reimplanted with another cochlear device on the contralateral side.